Event description:
A peritoneal dialysis patient's daughter reported that the patient expired. A follow up call to the patient's peritoneal dialysis nurse was made; the patient expired at home on (B)(6) 2014. He was connected to therapy at the time of his expiration. The patient had a do not resuscitate order, and he was under palliative care.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. A death has been alleged against the cycler machine. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review. Related mdrs: 8030665-2014-00293 and 1713747-2014-99948.